Event description:
Per the physician, the patient experienced pain and a decrease in performance. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.